Event description:
This lead was capped due to a fracture, possibly caused by crush. Impedances were greater than 3000 ohms. The physician also changed out the ICD at the same time to prevent another surgery in the near future. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 26 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal part with lead tip and shock coils was not returned. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed approx. 2.5 cm distal to the is-1 connector pin a deformation of the outer conductor coil which most likely occurred during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the available lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The analysis of the returned fragment did not reveal any sign of a material or manufacturing problem.